Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unknown date, the patient was treated with injection reflin (one gram for fourteen days, route and frequency not reported) and injection tobramycin (forty milligrams for fourteen days, route and frequency not reported). At the time of this report, the patient was recovered from the peritonitis event and antibiotic therapy was ongoing. The action taken with the dianeal and extraneal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.